Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Correction: h6 health impact code. Additional information: h6 component code.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00322, 3008452825-2020-00323. During a persistent atrial fibrillation ablation procedure, a cardiac tamponade and dissection occurred. Difficulty was noted during catheterization of the vein of marshall and a coronary sinus dissection occurred. When applying the 4th rf application on the mitral isthmus, the patient¿s blood pressure collapsed and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed, however the patient was unstable. There were no performance issues with any abbott devices.